Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of high blood glucose (bg) levels that reached 287mg/dl and lasted 4 to 5 hours. The patient reported that their infusion set came-off; the patient re-inserted their infusion set then their bg levels began to rise. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.